Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a laser error occurred and the site attempted to restart the laser. The scheduled operation was postponed to four days later. Following the completion of the surgery after being post poned the patient presented with inflammation and poor vision following the laser assisted cataract surgery. A steroid was prescribed to the patient. Additional information received; the poor vision and inflammation resolved following treatment.

Manufacturer narrative:
The system was examined and the reported beam issue was replicated. The beam steering and the printed circuit boards (pcbs) were replaced to resolve the issue. The company representative did not indicate finding anything that could have attributed to the capsulotomy issue. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The beam steering was received and a visual assessment of the returned sample showed no issues. The sample was installed into a calibrated laser hotbed and turned on with no issues. A quick warmup was run, and the shutter photomicrosensor was examined and no issues were observed. Upon performing the surgical procedure, the shutter flag did not move and a system message displayed on the screen. A potential root cause is a damaged solenoid. The root cause of the reported beam steering event can be attributed to nonconforming beam steering. (B)(4).